Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting electrotherapy and afterwards the ins was off. They were able to turn it back on and therapy seemed to be working properly. There were no symptoms reported.